Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, large abdominal seroma/hematoma, massive inflammatory response/infection, abdominal wall abscess and pain. Treatment provided for these conditions include revision and removal surgery.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, abdominal distention, large abdominal seroma/hematoma, bloody fluid from seroma with no evidence of infection, massive inflammatory response/infection, purulent fluid, 75 to 125 milliliters drainage daily, fluid collection in abdominal wall, abdominal wall abscess, adhesions, large capsule surrounded by scar tissue, and pain. Treatment provided for these conditions include revision, removal surgery, percutaneous drainage of seroma, removal of scar tissue, removal of capsule, debridement of abdominal wall, wound vac, hernia repair with mesh, and fluid collection. Patient referred to ER for abdominal distention.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced suffering, defective mesh, gas collection, infection, recurrent hernia due to failure of the mesh, abdominal distention, large abdominal seroma/hematoma, bloody fluid from seroma, massive inflammatory response, purulent fluid, 75 to 125 milliliters drainage daily, fluid collection in abdominal wall, abdominal wall abscess, adhesions, large capsule surrounded by scar tissue, and pain. Post-operative patient treatment included ER referral, CT scan, medication, drainage and debridement procedures, ultrasound guided drainage of fluid collection, revision surgery, removal surgery, percutaneous drainage of seroma, removal of scar tissue, removal of capsule, jp drain placement x2, evacuation of hematoma, debridement of abdominal wall, wound vac, and hernia repair with mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes, ime e2402: "gas collection"). Correction: b2 (removed hospitalization) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced suffering, defective mesh, gas collection, infection, recurrent hernia due to failure of the mesh, abdominal distention, large abdominal seroma/hematoma, bloody fluid from seroma, massive inflammatory response, purulent fluid, 75 to 125 milliliters drainage daily, fluid collection in abdominal wall, abdominal wall abscess, adhesions, large capsule surrounded by scar tissue, pain, thick walled gas collection, mental pain, suffering, permanent injury, disability, impairment, loss of enjoyment of life, device defective. Post-operative patient treatment included ER referral, CT scan, medication, drainage and debridement procedures, ultrasound guided drainage of fluid collection, revision surgery, removal surgery, percutaneous drainage of seroma, removal of scar tissue, removal of capsule, jp drain placement x2, evacuation of hematoma, debridement of abdominal wall, wound vac, hernia repair with mesh, medical treatment.